Event description:
Could not put weight on his knee or walk on it [weight bearing difficulty] could not put weight on his knee or walk on it [unable to walk] pain is still there and is worse now than before the injection [arthralgia aggravated] knee became swollen, (doubled in size) [knee swelling] . Case narrative: initial information received on 18-nov-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp(non health care professional) from canada. This case involves a 60-year-old male patient who could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen, (doubled in size) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - unknown) for osteoarthritis in left knee. On (B)(6) 2022, after the latency of 1 day of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was in ''medium'' pain all day (arthralgia). On (B)(6) 2022, after the latency of 2 days of starting the treatment with hylan g-f 20, sodium hyaluronate, his knee became swollen, (doubled in size) (joint swelling), and very painful. He also said he could not put weight on his knee or walk on it (weight bearing difficulty) (gait disturbance). Patient went to hospital on the 12th in a wheelchair. Action taken: not applicable. Corrective treatment: wheelchair for all the events. At time of reporting, the outcome was not recovered / not resolved for the event pain is still there and is worse now than before the injection, was recovered / resolved on an unknown date for the event knee became swollen, (doubled in size), was recovering / resolving for the event could not put weight on his knee or walk on it and was recovered / resolved in (B)(6) 2022 for the event could not put weight on his knee or walk on it. Seriousness criteria: hospitalization and disability for all the events.

Event description:
Could not put weight on his knee or walk on it [weight bearing difficulty]. Could not put weight on his knee or walk on it [unable to walk]. Pain is still there and is worse now than before the injection [arthralgia aggravated]. Knee became swollen, (doubled in size) [knee swelling]. Made a puncture to remove the liquid [joint effusion]. Made a puncture to remove the liquid [arthrocentesis] . Unable to tolerate my leg/I was not able to use it [lower extremity dysfunction] stiffness [joint stiffness]. Case narrative: this case is cross linked with case: (B)(4), (duplicate case). Initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a consumer/non-hcp(non health care professional) from canada. This case involves a 60-year-old male patient who could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen, (doubled in size), stiffness, unable to tolerate his leg/ was not able to use it and made a puncture to remove the liquid with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once having the strength 48mg/6ml (lot, expiry date, route - unknown) for osteoarthritis in left knee. Information on batch number was requested. On 11-nov-2022, after the latency of 1 day of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was in ''medium'' pain all day (arthralgia), like stiffness (joint stiffness) and swelling in his knee, but it was moderate. On (B)(6) 2022, after the latency of 2 days of starting the treatment with hylan g-f 20, sodium hyaluronate, his knee became swollen, (doubled in size) (joint swelling), and very painful and he was unable to tolerate his leg. He was not able to use it (musculoskeletal disorder). He also said he could not put weight on his knee or walk on it (weight bearing difficulty) (gait disturbance). Patient went to hospital on the 12th in a wheelchair. On the morning of the (B)(6) 2022 after 3 days latency, as it had taken 12 hours for doctor to see him in the hospital; they made a puncture to remove the liquid (joint effusion, aspiration joint). Then they looked at the fluid, there was no infection so the doctor said he had an adverse reaction. The swelling was gone but the pain was still there and was worse now than before his injection. The patient was now able to walk however at a slow pace. Action taken: not applicable. Corrective treatment: fluid remove for joint effusion, wheelchair for could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen and not reported for rest all events. At time of reporting, the outcome was not recovered / not resolved for the event pain is still there and is worse now than before the injection, was recovered / resolved on an unknown date for the event knee became swollen, (doubled in size), was recovering / resolving for the event could not put weight on his knee or walk on it and was recovered / resolved in (B)(6) 2022 for the event could not put weight on his knee or walk on it; unknown for unable to tolerate my leg/I was not able to use it, made a puncture to remove the liquid and stiffness. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: defect class has been changed to ii (dp (B)(6) 2022)no pv# is currently provided requested (dp (B)(6) 2022)pv# was added on (B)(6) 2022 (dp (B)(6) 2022)"based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " (dp (B)(6) 2022). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible. Seriousness criteria: medically significant for joint effusion, aspiration joint; intervention required, hospitalization and disability for could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen, (doubled in size). Upon internal review on (B)(6) 2022, case: (B)(4), (be deleted) was identified to be duplicate of (B)(4), (to be retained). Hence, all the information from the case (B)(4), (to be deleted) has been merged in case (B)(4). Text amended accordingly. Additional information was received on (B)(6) 2022 from the quality department. Ptc details was added.

Event description:
Could not put weight on his knee or walk on it [weight bearing difficulty] could not put weight on his knee or walk on it [unable to walk] pain is still there and is worse now than before the injection [arthralgia aggravated] knee became swollen, (doubled in size) [knee swelling] made a puncture to remove the liquid [joint effusion] made a puncture to remove the liquid [arthrocentesis] unable to tolerate my leg/I was not able to use it [lower extremity dysfunction] stiffness [joint stiffness]. Case narrative: this case is cross linked with case: 2022sa481120 (duplicate case). Initial information received on 18-nov-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp(non health care professional) from canada. This case involves a 60-year-old male patient who could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen, (doubled in size), stiffness, unable to tolerate his leg/ was not able to use it and made a puncture to remove the liquid with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022 the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - unknown) for osteoarthritis in left knee. On (B)(6) 2022 after the latency of 1 day of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was in ''medium'' pain all day (arthralgia), like stiffness (joint stiffness) and swelling in his knee, but it was moderate. On (B)(6) 2022 after the latency of 2 days of starting the treatment with hylan g-f 20, sodium hyaluronate, his knee became swollen, (doubled in size) (joint swelling), and very painful and he was unable to tolerate his leg. He was not able to use it (musculoskeletal disorder). He also said he could not put weight on his knee or walk on it (weight bearing difficulty) (gait disturbance). Patient went to hospital on the 12th in a wheelchair. On the morning of the (B)(6) 2022 after 3 days latency, as it had taken 12 hours for doctor to see him in the hospital; they made a puncture to remove the liquid (joint effusion, aspiration joint). Then they looked at the fluid, there was no infection so the doctor said he had an adverse reaction. The swelling was gone but the pain was still there and was worse now than before his injection. The patient was now able to walk however at a slow pace. Action taken: not applicable corrective treatment: fluid remove for joint effusion, wheelchair for could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen and not reported for rest all events. At time of reporting, the outcome was not recovered / not resolved for the event pain is still there and is worse now than before the injection, was recovered / resolved on an unknown date for the event knee became swollen, (doubled in size), was recovering / resolving for the event could not put weight on his knee or walk on it and was recovered / resolved in (B)(6) 2022 for the event could not put weight on his knee or walk on it; unknown for unable to tolerate my leg/I was not able to use it, made a puncture to remove the liquid and stiffness seriousness criteria: medically significant for joint effusion, aspiration joint; intervention required, hospitalization and disability for could not put weight on his knee or walk on it, pain is still there and is worse now than before the injection and knee became swollen, (doubled in size). Upon internal review on 24-nov-2022, case: 2022sa481120 (be deleted) was identified to be duplicate of 2022sa479916(to be retained). Hence, all the information from the case 2022sa481120 (to be deleted) has been merged in case 2022sa479916. Text amended accordingly.